Manufacturer narrative:
This report is submitted on august 7, 2020.

Event description:
Per the clinic, the patient experienced a performance decrement subsequent to a middle ear infection. The device was explanted (B)(6) 2020. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted 3 september 2020.